Event description:
A pt underwent a colon resection and the insorb 2030 skin stapler was used to close the skin incision. Post-discharge from the surgical center about 5 cm of the wound separated. The separation was closed with metal staples.

Manufacturer narrative:
Device not returned to MFR.